Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo pin connector and the technique processor board were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9600 system would not boot up. Also the lemo pin connector was damaged. No pt injury was reported.